Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per service reports, this complaint can be confirmed. It was found during evaluation that the burr did not fit because of wrong o-ring. Further, the values of the keypad of the hand control were out of range. The device was modified and the hand control set was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The wrong o-ring is responsible for not fitting the burr. With the available information, we cannot determine the root cause of the defective hand control. Also, we cannot discern the root cause of the wrong o-ring installation. The burr fitting issue identified and drifting values of the keypad of the hand control would have caused the device not to function as intended by the customer. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by service that the hand piece doesn´t work. Please check and repair. We have no further information.